Manufacturer narrative:
Related voluntary medwatch form: mw5145344. Note : code "4580 - insufficient information" substituted for health effect clinical code 1924: failure of implant" as insufficient information was provided in the received voluntary medwatch form mw5145344.

Event description:
It was reported that the lead was explanted due to an unknown product performance issue. No adverse patient effects were reported.